Event description:
It was reported that an asymptomatic patient presented to the clinic for normal follow-up. Noise ws observed on the segm. An aborted vf therapy as a result of the noise was observed. Oversensing and fracture was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.